Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the product was used by the doctor; when he applied the clip and it broke in half. He was able to retrieve the broken clip. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.